Manufacturer narrative:
The device, intended for use in treatment, has been received and evaluated. A visual inspection reported no defects. The functional evaluation confirmed the device failed to generate negative pressure, establishing a relationship with the reported event. The root cause was determined as a failed vacuum motor. It was also confirmed the device failed to charge due to a defective dc inlet port. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during a safety test performed in alloga, a blockage was found. After investigation, it was noticed that the device was unable to generate negative pressure and was not able to charge. No patient involved.

Event description:
It was reported that during a safety test performed in alloga a blockage was found. There was no case involved.